Event description:
It was reported that the user experienced hyperglycemia with a highest reported glucose of 360 mg/dl lasting approximately 10 hours while using the ilet system, expressed frustration about not being able to deliver a manual bolus, and was advised that the system adjusts insulin automatically and to replace the infusion set if elevated glucose persists beyond two hours; the event resolved after the user changed supplies due to an empty insulin reservoir, and no system alerts or infusion set mechanical issues were reported. Symptoms included no reported clinical symptoms associated with the hyperglycemic episode. Outcomes included no medical intervention beyond routine troubleshooting and no hospitalization. Investigation included customer interview and troubleshooting and education regarding infusion set replacement and system function. Investigation of this case revealed use-related factors consistent with depleted insulin supply and no evidence of device malfunction. It was concluded that the device performed as designed and that the hyperglycemia was most consistent with user-related depletion of insulin, while the precise cause of the prolonged elevation remains unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.